Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: symptomatic pelvic relaxation, cystocele, rectocele, stress incontinence. Post-operative diagnosis: symptomatic pelvic relaxation, cystocele, rectocele, stress incontinence. Name of procedure: total vaginal hysterectomy.